Manufacturer narrative:
No product was returned for evaluation. The cause of the access site bleeding issue was most likely use related with losing access to rfa.

Event description:
A 79 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The user facility reported the physician attempted to place the impella cp but lost access to the right femoral artery during percutaneous coronary intervention (pci). The physician re-accessed the right femoral artery and placed the impella cp. The patient had a hematoma present while in the catheterization lab and a growing hematoma in the critical care unit requiring manual pressure, femstop and two units of blood.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, evaluation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. As noted in the impella IFU, bleeding is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿